Event description:
It was reported that the pulse generator was in backup vvi mode. After a software download, the device resumed normal function. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.